Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) was reading "high". Reportedly, the customer did not do anything to address their high bg. No additional information was provided. The customer reverted to an alternate method of insulin therapy.